Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. Customer treated high blood glucose by insulin pump and injection. Customer also reported blank display. Troubleshooting was performed. The device will be returned for analysis.